Manufacturer narrative:
The returned device was evaluated and during the investigation, no problems were found with the fluid path or needle mechanism that would cause the cannula to dislodge from the skin. The exact cause of this event could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. The pod was received fully deployed. No timeouts or drive stalls were present during the device's operation. The pod had generated an 0x21 alarm during operation, indicating that the tick time was out of specification. Inspection of the fluid path, needle and drive mechanisms, and electrical components found no evidence of manufacturing damages or deficiencies that would contribute to the generation of this alarm. The exact cause of the 0x21 could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the pod failed to adhere and reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, the patient applied a new pod.